Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and it was suspected the ipg was at end of service (eos). The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.